Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a non-specific lead failure which required intervention to be performed. A new lead was implanted and this lead was unable to be extracted therefore was surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.